Event description:
A healthcare facility in (B)(6) reported that the pressure output from an rd900 neopuff infant resuscitator was unstable.no patient consequences were reported.

Manufacturer narrative:
(B)(4).the complaint device has been returned to fisher & paykel healthcare's regional office and service center in (B)(6) for evaluation.we will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). (B)(6). Method: the complaint neopuff was returned to fisher & paykel healthcare's regional office and service center in (B)(4) for evaluation. The neopuff was visually inspected for damage and tested for functionality. Results: the outer casing of the neopuff was found to have been cracked. The manometer reading was found to fluctuate during testing. A lot check revealed (B)(4) other complaint of a damaged neopuff case for lot number 010907. A lot check revealed no other complaints for the neopuff manometer for lot number 010907. Conclusion: fisher & paykel healthcare's regional office and service center in (B)(4) evaluated the complaint device and determined that the neopuff manometer was needle was showing fluctuating readings. This type of damage may occur if the neopuff is subjected to a substantial impact. The neopuff case was found to be cracked, which would further suggest that the device had been impacted. The neopuff technical manual states that "dropping of the f&p neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorret operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." The user instructions require that the neopuff be tested by qualified personnel or an authorized fisher & paykel healthcare representative prior to each use to ensure functionality. The operating manual instructs the user to carry out a set-up procedure "prior to every use of the neopuff to ensure that the device is functioning correctly". The set-up procedure states the user must "check manometer reads zero with no gas flow. If not, the manometer requires calibration" per the technical manual. In addition the neopuff set-up procedure states the user must check the settings by testing the pressure output from the neopuff at the desired flow rate "prior to every use of the neopuff to ensure that the device is functioning correctly".

Event description:
A healthcare facility in (B)(6) reported that the pressure output from an rd900 neopuff infant resuscitator was unstable. No patient consequences were reported.